Event description:
Patient for procedure it was noted that the gastroscope did not blow air or perform sterile irrigation water properly. The equipment was taken out of service and sent for evaluation and repair.